Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and found all 3 sensor needles separated from sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Complaint against serters.

Event description:
It was reported that the customer had issues with the serter. The serter was not releasing the sensor after the second button press. Two sensors were pulled out of his body. The product was returned. Nothing further to report.